Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a primary breast augmentation with an unspecified mentor saline breast implant and experienced right-sided deflation postoperatively. The patient had a consultation with a healthcare professional. As a result, the patient underwent removal and replacement with two 630cc mentor smooth round high profile prostheses (catalog #: 3503630, left serial #: (B)(4), right serial #: (B)(4)) on (B)(6) 2021. The patient's symptom was improved after the revision surgery. The date of implantation was estimated as (B)(6) 2017 based on available information.